Manufacturer narrative:
(B)(4).

Event description:
During remote follow-up, the device was observed to be at eri. The ICD was explanted and replaced due to suspected premature battery depletion. The patient's condition was stable.

Manufacturer narrative:
Upon analysis, interrogation of the device revealed the device was at the elective replacement indicator (eri) when received. A longevity calculation was performed and found the battery depletion was normal based on the device usage. The device functionality was bench tested and no anomaly was detected. Based on this information, there was no evidence of device malfunction.